Event description:
A nurse reported a clearlink valve was being used to administer vancomycin to a nursing home resident for c. Diff (clostridium difficile). The product had been used on the patient starting 2009, and flushed fine. The valve then showed some resistance the next day, but seemed fine again the following day. The nurse reported that a few drops of blood were noted to be backed up in the tubing after having flushed the line with 6cc of normal saline two days later. The product had caused blood to back-up into the patient's peripherally inserted central catheter line (PICC), causing the line to clot. As a result, the patient was transported to the hospital to be de-clotted with a heparin flush. The patient returned to the nursing facility the same-day, and was reportedly stable. The nurse reported another nurse informed her not to use this clearlink valve on PICC lines and, as a result, she has started using the flolink valve. The nurse also indicated that the patient is now doing very well, experiencing no further problems.

Manufacturer narrative:
The customer indicated that a companion sample is available for evaluation. A follow-up report will be submitted upon completion of the evaluation.